Event description:
Customer reports some device contacts are missing. Customer also notes charring and melted plastic around the contacts. No staff or pt affected. A request was made for the return of the suspect device and replacement product was sent.